Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 457445, lead, implanted: (B)(6) 2013. (B)(4).

Event description:
It was reported that the patient presented to the ER (emergency room) with a pulse of forty beats-per-minute. Interrogation showed non-capture on the right ventricular (rv) lead at maximum output. The lead was diagnosed as dislodged on x-ray. The patient was then transferred to another hospital where the device was re-interrogated with repeat x-rays where again ventricular non-capture was confirmed. However, it was also noted that the x-ray suggests possible perforation. The lead was capped and replaced. No further patient complications have been reported as a result of this event.